Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a touch screen malfunction, the unit was not responding to the start key location. The unit was swapped out to continue therapy. There was no patient harm.

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had touch screen not responding. Customer contacted clinical service unit and stated the unit stopped responding to touch at the ¿start¿ key location and had attempted to put the pump in 1:2 frequency when it stopped responding. No message or alarm appeared on the screen. Customer transferred the therapy to another cardiosave pump without issue and noted no harm to patient. Customer gave the information necessary to report the problem and noted the console in question would be take the cvl for holding until repair could be completed. After doing 3 gfe we haven't received any information. As of now, the investigation is closed.

Event description:
N/a.